Manufacturer narrative:
(B)(4): review of the black box and download history revealed a sudden, unexplained drop in voltage. The pump was programmed for a 24 hour basal rate exercise program and power loss was duplicated in less than 24 hours. On testing, high current draws were measured. The pump was opened for investigation revealing a defect in a printed circuit board.

Manufacturer narrative:
Additional investigation was performed by product analysis on (B)(4) 2012

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient reported no damage or moisture exposure to the pump, the battery cap had been replaced and was secure and tight. The patient replaced the battery but the issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.